Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that the patient underwent cystoscopy, hydrodistention and instillation due to urgency, frequency, bladder pain and interstitial cystitis on (B)(6) 2008, interstim ipg placement (phase I) due to urgency and frequency on (B)(6) 2009, interstim ipg placement (stage ii) due to urgency and frequency on (B)(6) 2009, and cystoscopy, chemodenervation of detrusor muscle with botox and bladder instillation due to urgency, frequency and detrusor hyperactivity on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent revision of interstim stage I and intraoperative cmap testing on (B)(6) 2012 due to chronic urgency, frequency and unresponsive to medical management. (B)(4).